Event description:
The reporter stated that the surgeon attempted to insert a aq5010v three piece silicone lens and the lens leading haptic was twisting and flicking over. No patient contact or injury. Surgery was completed with another lens.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.